Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h1; h2; h3; h4; h6 visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as transit damage and a packaging design issue. Actions have been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will be returned for analysis. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a packaging issue was identified in which a hip stem box was slightly compacted, causing the stem to push through the inner plastic and breach package sterility. During inspection prior to any procedure, the outer packaging was opened to confirm product viability. The device was considered non-sterile and was not used, and no specific surgical case was impacted. There was no patient involvement. Attempts have been made and no further information has been provided.